Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the needle does not go trough. The reported event was confirmed as the evaluation revealed that it is not possible to insert the needle completely. The most likely cause of the reported failure is wear and tear.

Event description:
It was reported that the needle does not go through. The problem was noticed after the surgery. There was no harm or adverse event for patient, operator or third party reported. No further information received.